Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On (B)(6) 2024 the firm was notified that the patient had developed an infection at the surgical incision site on the lower back and was being treated with oral antibiotics. The patient was deemed to not be a candidate for system explant at that time due to presence of pneumonia. The infection was resolved with the antiobiotic treatment, however the patient requested to remove the system when able. A full system explant was performed on (B)(6) 2024 per patient request.

Manufacturer narrative:
There are no allegations of any system or component failure. No lab results were made available to the firm to confirm the presence or type of infection, however the patient was noted to have pneumonia as well. Infection is a known inherent risk of invasive procedures and in this case was resolved with oral antibiotics and no further intervention. The patient expressed concern of the infection returning and requested to remove all implanted components.